Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y, the device was properly loaded and seated the needle into the jaw. Upon the third tissue bite, the needle became detached from the handle. The surgeon loaded another surgidac load of the same lot and it worked fine. He loaded 4 more surgidac loads of the same lot and 2 polysorb loads into the same instrument and they worked fine.